Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system recently stored signal artifact monitor (sam) episodes with what appeared to be oversensing of electromagnetic interference (emi) / non-physiologic noise on both the right atrial (ra) lead and right ventricular (rv) lead channels. However, the patient's intrinsic rhythm was observed, thus there was no indication of pacing inhibition. For the sam events, rv pace impedance measurements were greater than 3,000 ohms, rv shock impedance measurements were greater than 200 ohms, and ra pace impedance measurements were less than 200 ohms. Daily impedance measurements were otherwise within normal limits. Additionally, an atrial tachy response (atr) event with a ventricular episode was stored with no delivered therapy. Review of device settings show that these episodes correlated with the last office interrogation on (B)(6), and therapy was programmed off and then back on that day. Technical services (ts) discussed this may have been a tavr (transcatheter aortic valve replacement) procedure, given the heart rate of approximately 180 beats per minute (bpm). This ICD remains in service. No adverse patient effects were reported.